Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent graft, a suprarenal stent graft extensions and a limb extension stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two (4) month post initial implant, a type 1b endoleak (distal iliac leak from the left iliac) was discovered during a routine follow up. An intervention is scheduled for (B)(6) 2018. The patient is reported as stable and the have been no additional patient sequelae reported.

Event description:
A secondary procedure was completed. The physician elected to embolize the left hypo-gastric artery and implanted an ovation iliac limb extension to resolved to reported event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/ or images but an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.